Event description:
The physician attempted closure of an arteriotomy site with the starclose device following a diagnostic procedure. It is unk if fluoroscopy was performed prior to the closure. However, it was noted that the location of the arteriotomy was "above the bifurcation" and there was vessel calcification. Vessel size is unk. The pt was said to have had an "extreamely scarred" groin. It is unk if the physician had insertion or deployment issues. Reportedly, the "device was stuck in the track and the physician was unable to remove from pt for 30 (thirty) ti 45 (forty-five) minutes." The pt expressed "pain" during the removal process. The device was ultimately removed and hemostasis was achieved after applying a femostop to the groin for two (2) hrs." Compression was also used in an attempt to achieve hemostasis; however, the duration is unk. There was a reported delay in procedural time of "40 (forty) minutes." At last report, the pt was "fine." It is unk if this event prolonged the pt's hospitalization.